Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review was not possible as the lot number was not reported. (B)(4).

Event description:
(B)(6). Medtronic (covidien) received information that the patient suffered a symptomatic intracranial hemorrhage (ich) in the left hemisphere at 24hr assessment after solitaire (4 x 40) treatment of a clot that was located in the left middle cerebral artery (superior and inferior m2 branches). Prior to the procedure, the tici (thrombolysis in cerebral infarction) scale was 0 and tici 3 was achieved in both m2 branches after the treatment. No treatment was provided for the hemorrhage. The patient was reported to have passed the 4th day after the procedure.

Manufacturer narrative:
(B)(4): device manufacture date- additional information based on the reported information, successful mechanical thrombectomy of left middle cerebral artery for acute stroke for final tici 3 score was achieved with no evidence suggesting that the device was defective. The event is most likely caused by the patient's underlying stroke. Symptomatic intracerebral hemorrhage (sich) is a known complication of thrombolysis and or mechanical thrombectomy treatment of patients with acute ischemic stroke. In recent randomized clinical trials with primarily stent retrievers including mr clean, escape, swift prime, extend-ia, and revascat, there were no significant differences in sich between treatment and control groups.

Event description:
Baseline nihss was 16. At 24 hour follow up assessment nihss was 21. Discharge nihss was 23 with mrs 6.